Event description:
It was reported that air bubbles were observed within the patient line. Additionally,it was reported that the pump indicated a data log corruption and that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer's blood glucose level was 216 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.